Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. One year post procedure the patient experienced a cerebral vascular accident and was admitted to the hospital. A transesophageal echocardiogram (tee) was performed and there were no issues noted with the device. The physician noticed a patent foramen ovale (pfo), small atrial septal defect (asd) and left to right shunt; however, does not believe that this has anything to do to with the watchman device. The patient is doing fine.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. One year post procedure the patient experienced a cerebral vascular accident and was admitted to the hospital. A transesophageal echocardiogram (tee) was performed and there were no issues noted with the device. The physician noticed a patent foramen ovale (pfo), small atrial septal defect (asd) and left to right shunt; however, does not believe that this has anything to do to with the watchman device. The patient is doing fine. It was further reported that the patient experienced a transient ischemic attack. The patient has fully recovered from this event.